Event description:
The customer reported via phone call that he went swimming while wearing the insulin pump. The customer stated that water was visible under the device's display. The customer also reported removing the battery and receiving weak battery alerts. Blood glucose level at the time of the incident was 136 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. However, unit received with corroded battery tube. No weak battery alarms noted. Unit received with light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.